Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based upon photographic evidence; a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 38 reports, regarding 42 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the t60-6085-201a, medium,uterine manipulator device was used in a robotic gynaecology procedure on (B)(6) 2024, and "the uterine manipulator split and a piece of the kit was left broken inside a patient, staff were able to remove safely but this could have been a lot worse.¿. The procedure was completed without the use of an alternate device. Further assessment found: "the patient was a 67 year old female with a normal bmi undergoing a robotic assisted total hysterectomy. It was noticed that the v-care manipulator had come apart as the surgeon attempted to pull the uterus and rest of specimen out through the vagina. This was not possible as only a part of the v-care manipulator (the handle up to the blue cup) came out. The green cup and the inflatable balloon had detached from the rest of the v-care and remained inside the vagina. Both separate parts were retrieved whole by hand from the vagina and the whole instrument was inspected to ensure that no parts were left behind. The specimen was then safely retrieved by a different surgical instrument. No further interventions were necessary and no injury was caused to the patient due to this incident. Surgeon reported a standard recovery for this procedure.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the t60-6085-201a, medium,uterine manipulator device was used in a robotic gynaecology procedure on (B)(6) 2024, and "the uterine manipulator split and a piece of the kit was left broken inside a patient, staff were able to remove safely but this could have been a lot worse.¿. The procedure was completed without the use of an alternate device. Further assessment found: "the patient was a 67 year old female with a normal bmi undergoing a robotic assisted total hysterectomy. It was noticed that the v-care manipulator had come apart as the surgeon attempted to pull the uterus and rest of specimen out through the vagina. This was not possible as only a part of the v-care manipulator (the handle up to the blue cup) came out. The green cup and the inflatable balloon had detached from the rest of the v-care and remained inside the vagina. Both separate parts were retrieved whole by hand from the vagina and the whole instrument was inspected to ensure that no parts were left behind. The specimen was then safely retrieved by a different surgical instrument. No further interventions were necessary and no injury was caused to the patient due to this incident. Surgeon reported a standard recovery for this procedure."this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.